Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported ¿having minor issues¿ over the last 5 months. The patient clarified that she had fallen on (B)(6) 2019 on slippery stairs but didn¿t land on the ins. The patient reported that she had run connectivity checks with variable results: (B)(6) 2018: "15 contacts" (B)(6) 2019: "16 contacts" (B)(6) 2019: "14 contacts". The patient reported that she felt ¿uneven stimulation.¿ the patient reported that for example, she would adjust the left side up and she could feel something was wrong because she would only feel partial stimulation and the stimulation would fell like it would ¿knot up¿ in her shoulders. The patient reported that on (B)(6) 2018 her stimulation turned off on its own. The patient reported that on the day of the report when she took off her boots, she felt a loss of stimulation and she checked the connectivity again and she lost some connectivity. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-75, serial# (B)(4), product type: lead; product ID: 3777-75, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the first time the patient didn't feel stimulation was when they were in the waiting room for the cardiologist and the second time was when they were in the car. The patient used the pp to restart the stimulation and a rep reprogrammed the ins for "so-so" coverage. The patient reported that it appeared that two contacts were failing on the left lead. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75 lot# serial# (B)(4) product type lead product ID 3777-75 lot# serial# (B)(4) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the first time the patient didn't feel stimulation was when they were in the waiting room for the cardiologist and the second time was when they were in the car. The patient used the pp to restart the stimulation and a rep reprogrammed the ins for "so-so" coverage. The patient reported that it appeared that two contacts were failing on the left lead. No further complications are anticipated. 2019-04-01 patltr1 (con): additional information was received from the patient. The patient reported that she experienced a loss of coverage to her left neck, shoulder and arm. The patient reported that lcc showed 14 okay instead of 16 ok. The patient reported that a manufacturer¿s representative (rep) confirmed this with his equipment. The patient reported that reprogramming was tried and still had insufficient coverage. The patient reported that the cause of the failing contacts wasn¿t really determined. The patient reported that the healthcare provider (hcp) thought it was most likely the age of the leads. The patient reported that the rep ran an impedance check and tried for an hour to reprogram around the 2 dead contacts on 2019-02-25. The patient reported that she tried this program for 3 weeks and had to go back to the previous one. The patient reported that the hcp and rep recommended a complete replacement. The patient reported that she planned to pursue replacement in or around (B)(6) 2019. The patient reported that the issue couldn¿t be resolved as a complete system replacement was recommended. No further complications were reported.